Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the plug was not able to be inserted to the trocar cannula during a procedure. The procedure was completed after exchanging the product. There was no harm to the patient.